Event description:
Patient reportedly sought treatment at the hospital due to elevated readings (values not provided) obtained on the compact system. Patient indicated that, while at the hospital, blood glucose was tested on the compact system with a result of 156 mg/dl. Patient's blood glucose was immediately retested on a hospital device with a result of 56 mg/dl. Patient also reported 2 additional comparisons between the compact system and the hospital device: compact system = 161 mg/dl; hospital device = 84 mg/dl. Compact system = 95 mg/dl; hospital device = 56 mg/dl. No information about treatment received was provided. Patient's current condition is reported as "fine." Technical support requested the return of the suspect product and replacement product was shipped.